Manufacturer narrative:
(B)(4). Date sent: 10/16/2024 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: " which firing of the device did this event occur on? ¿ did the device deliver a scissored clip which cut the structure? ¿ did the device deliver a properly formed clip which cut the structure? ¿ did the clip not feed into the jaws, resulting in the jaws cutting the structure upon firing? ¿ how much bleeding occurred? ¿ were any blood products given? If so, how much? ¿ what is current patient status? ¿ what is the surgeons experience with the device?".

Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a left carotid endarterectomy, the clip applier mis-fired and shot the clip through the patient¿s carotid artery. Required to extend the patch graft to repair the defect. No other details provided.